Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over to the station. A technical support specialist dialed into the server and searched for the patient using the provided visit identity, but found no orders listed, then ran the server downtime query in sql server management studio ssms and identified that the last successfully processed timestamp was (B)(6) 2026, while the system date was (B)(6) 2026, checked the services and restarted the following: external messaging service, netpipe listener, nettcp listener which was not running, and nettcp port sharing. After restarting the services, tss reran the downtime query, which showed the last successfully processed updated to the current date and time, verified again in patient encounter system pes under patient orders and confirmed that the medication list was now displaying correctly. The customer confirmed resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication was not crossing over to pyxis. There were no delay, no adverse events or injuries reported based on this event.